Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the insulation damage was observed on the pacing lead, during procedure. Physician revised the lead and used the medical adhesive. All measurements  were stable. Pacing lead remains in use. No patient complications have been reported as a result of this event.